Event description:
Consumer alleges that the loaner chair tilted forward causing her to allegedly fall. Serious injury alleged.

Event description:
Consumer alleges that the loaner chair tilted forward, causing her to allegedly fall. Serious injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6) and (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device, as reported to a roadrunner technician, is that she doesn't wear her seat belt while she is driving in her home. The owner's manual carries a warning - always wear your seat positioning strap. The maintenance history of the device is unknown. This m51 power chair was a loaner from roadrunner mobility while the consumers power chair, a power 9000, was being repaired. The consumer stated to a roadrunner mobility technician that she had leaned over while sitting in the chair to pick up something. As she was leaning over and putting her weight on the footplate, the chair tipped forward and she fell out of the chair breaking her leg. Invacare owner's manuals warn, do not shift your weight or sitting position toward the direction you are reaching as the wheelchair may tip over. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not stand on the front riggings, otherwise damage may occur. When getting in or out of the wheelchair, make sure that the footplates on the front riggings are in the upward position or moved out of the way. The customer is home from the hospital; our technician returned her chair to her and picked up the loaner. The m51 loaner chair was evaluated by the technician and there seemed to be nothing wrong with the chair itself. The m51 power chair is being returned to invacare for an evaluation.

Manufacturer narrative:
(B)(4) - serial number provided was not valid, therefore, DHR could not be performed. The product was approximately 4 years old at the time the incident was reported. Complaint of the end user leaning forward and tipping over in (B)(4) rental chair was not confirmed. Product was returned and a full evaluation was completed by the invacare returns team. Visual: it was found that the rental chair was in very poor condition with a lot of scratches. The footboard had evidence of wear on the rubber. The chair's seat pivot mechanism lever was broken. Functional: the chair was connected to a known good set of batteries charged to 27.5 vdc and then functional tested. When driving down an approximate 6 degree ramp the chair tipped forward. The seat base post was loose in the base seat post receiver. No other discrepancies were found. Contact was made with customer and she stated that she leaned forward to pick something up and put her weight on the footplate and leaned down then the chair tipped and she fell out. (B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device, as reported to a (B)(4) technician, is that she doesn't wear her seat belt while she is driving in her home. The owner's manual carries a warning - always wear your seat positioning strap. The maintenance history of the device is unknown. This m51 power chair was a loaner from (B)(4) while the consumer's power chair, a power 9000, was being repaired. The consumer stated to a (B)(4) technician that she had leaned over while sitting in the chair to pick up something. As she was leaning over and putting her weight on the footplate, the chair tipped forward and she fell out of the chair breaking her leg. Invacare owner's manuals warn, do not shift your weight or sitting position toward the direction you are reaching as the wheelchair may tip over. Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not stand on the front riggings, otherwise damage may occur. When getting in or out of the wheelchair, make sure that the footplates on the front riggings are in the upward position or moved out of the way. The customer is home from the hospital; our technician returned her chair to her and picked up the loaner. The m51 loaner chair was evaluated by the technician and there seemed to be nothing wrong with the chair itself. The m51 power chair is being returned to invacare for an evaluation.